Manufacturer narrative:
Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test and force sensor test, occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Hardware low level failure alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify tone test during self test due to hardware low level failure alarm. Toggled on/off and increased, decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that they kept getting occlusion alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis